Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the patient complained of thumping on the left side of the rib cage that was intermittent and sometimes would resolve with change of position. Reprogramming was done, which resolve the stimulation and the lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.